Event description:
Patient was implanted with lanx pedicle screw construct at l4-s1 on (B)(6) 2011. At some point post-op, the patient fell and was experiencing pain. During the subsequent visit the surgeon observed haloing around the l5/s1 screws, indicating loosening. These screws were replaced during a revision on (B)(6) 2012. There was no product problem alleged.